Event description:
Information received indicates the left siderail will not latch.

Manufacturer narrative:
The technician found the siderail arms were bent outwards. The technician replaced the siderail arms to repair the bed.